Manufacturer narrative:
(B)(4). The airvo is a humidifier with integrated flow generator that delivers warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. Method: the complaint airvo humidifier was returned to fisher & paykel healthcare in (B)(4) for evaluation. Results: the complaint device was test run, during which time an alarm should sound to alert the user that the unit is ready for use. There was no audible alarm produced by the subject airvo. The fault was traced to a faulty speaker and electrical resistance testing showed that speaker was open circuit. A lot check revealed no other similar complaints for lot number 120718. Conclusion: the supplier of the speaker unit was notified and they have carried out an investigation. The problem has been traced to an issue with the gluing process. The supplier has taken steps to ensure that each speaker is checked following the gluing process and any found faulty are discarded. The airvo 2 user manual states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases." And that "the unit is not intended for life support." The user manual also contains instructions on how to check the alarm system functionality and states that "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative."

Event description:
A biomedical engineer at a hospital in (B)(6) reported that the audible alarm on a pt101 airvo humidifier was not working. No patient consequence was reported.